Event description:
The customer observed unexpected results on the vitros 250 analyzer using ckmb slides. Biased results were not reported. Biased results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event shows that the diluted results obtained were invalid, as the customer was performing dilutions of samples that were not required according to the instructions for use. Ocd does not make any claims regarding expected dilution recovery of samples that initially predict in the reportable range of the system. Sample handling was not in accordance with the tube MFR's recommendations. A new sample was requested, but results of the redrawn sample have not yet been provided. The root cause of the event has not been determined.